Manufacturer narrative:
It was noted that the lead was damaged during removal and will not be returned. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular lead was not capturing at 7.5v and impedance measurements were greater than 2000 ohms. The patient was complaining of shortness of breath. The lead was explanted and replaced. No additional adverse patient effects were reported.